Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose.

Event description:
It was reported that the customer miscalculated a bolus and delivered more units of insulin than needed. Customer's blood glucose (bg) was 88 mg/dl and juice was consumed to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.